Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed. See scanned page.

Event description:
It was reported that the customer passed away and it was related to his diabetes. It was stated that the customer was wearing the insulin pump at time of death. No further info was provided.